Event description:
It was reported that while prepping the catheter for use, the cap of the stylet broke off leaving the stylet in the catheter tip. The stylet could not be removed from the catheter; therefore, the catheter was unable to be used. There were no patient complications reported. A new catheter was used for the procedure and worked fine.

Manufacturer narrative:
A visual examination of the catheter found the stylet to be protruding out of the catheter tip. The stylet cap was returned detached from the stylet. Adhesive was visible at the catheter tip where the stylet makes contact. An attempt to pull the stylet wire out of the catheter tip was achieved by twisting the stylet wire while pulling. The stylet wire was measured and found to be within allowable specification. Examination of the stylet cap found what appeared to be clamp marks or cuts in the side of the cap and adhesive where the stylet wire would have normally been bonded to the cap. The catheter distal balloon windings were torn as if it were clamped. There was adhesive along the distal windings and appears to have been scraped. An inability to remove the stylet from the catheter tip was confirmed. An investigation has been initiated to determine if corrective actions are needed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation was opened to determine the cause of the complaint and implement any necessary actions.